Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Through follow-up the date of implant was provided. If implanted, give date: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned; it remains implanted. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had to reposition a symfony toric lens as the patient was unhappy with distance visual acuity, not sharp enough. Lens was rotated by 5 degrees in secondary surgical procedure. No vitrectomy or incision enlargement was performed. Patient was doing good post-op. Visual acuity pre-op (pre-initial implant):20/50. Visual acuity post-op (post-initial implant):20/30-, with -0.25-.25x034=20/25+ . Visual acuity post-op (post-repositioning): 20/20. No further information provided.